Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump history was not recording events correctly. The customer alleged that the issue led to a blood glucose (bg) level of 405 mg/dl and diabetic ketoacidosis. Subsequently, customer was hospitalized on (B)(6) 2019. Bg was treated with intravenous insulin and manual injections. Tandem technical support (cts) reviewed pump data and concluded that pump history was being recorded accurately; however, the pump's date and time were manually changed on multiple occasions. Therefore, events in pump history were out of order. Cts educated customer of the conclusions of the data review; however, customer continued to allege that pump was not functioning properly and alleged that the time and date changes were not performed by the customer. Reportedly, the customer was released on (B)(6) 2019 with the issue resolved and no permanent damage. Reportedly, the customer reverted to manual injections for insulin therapy.